Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
"It was reported that redness, little exudate developed at the access site. The patient with nasopharynx cancer underwent PICC placement from the left basilic vein under the ultrasound guidance on (B)(6) 2019 for chemotherapy. The puncture went smoothly with no errhysis at the access site. Redness, little exudate, and slight tenderness developed at the access site during the dressing change on (B)(6). Then switched to alginate dressing. No redness, exudate or tenderness developed at the access site during dressing change on (B)(6)."